Event description:
Reporter indicated that patient was hospitalized for seizures and that the patient is experiencing dizziness, continuous stimulation, and a tingling feeling at the left neck and chest areas. The patient indicated that it felt as if the device was stuck in an on position, but that pt used the magnet and the symptoms stopped. It is believed that the patient's generator may be nearing normal end of service, but investigation to date has been unable to rule out the vns as the cause of the hospitalization.